Event description:
It was reported that the patient had been feeling run down with shortness of breath and tiredness for a couple days and subsequently presented to the emergency room after passing out two times. It was noted that the patient is post atrio-ventricular/dependent and had an escape rhythm of 20-30 beats per minute. A device check showed no output, loss of capture and the device was barely able to be interrogated, showing no battery or lead measurements. The device was unable to be reprogrammed with higher outputs in order to maintain capture. The last device check two months ago indicated 4-6 months longevity. The device triggered elective replacement indicator (eri) six days after that check. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Concomitant product: 5096-58 lead implanted: (B)(6) 2008. (B)(4).